Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting, the customer informed the tsc specialist that the sample had been rejected on an alternate instrument because of a clot. The sample had been rerun on the same instrument and resulted as expected, and this was an isolated incident. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who admitted the patient to the hospital. The physician(s) then questioned the result and requested for the sample to be rerun. The sample was rerun four times on the same instrument, and the rerun results were lower. The patient was redrawn, the new sample was run, and the results matched the initial sample rerun results, and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.